Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Medwatch form mw5086650 received. The investigation results will be provided in the final report.

Event description:
User facility medwatch report (mw5086650) received that states the patient indicated she received a replacement ipg which was buried in the muscle. Since then, patient alleges she has developed chronic inflammation. Patient elected to get a 2nd and 3rd opinion and stated both physicians confirmed nothing was wrong with her spine nor warranted none of the batteries and she only has an s1 joint injury. Patient stated she was started on a regimen of medicine to treat the inflammation and nerve issues and was told to get the battery removed asap, which she did by the original implanting physician. After surgery, patient started taking the high dose inflammation drugs and within 2 weeks, inflammation was under control and nerve issues were better. She will be starting a rigorous round of therapy starting to begin treatments for s1 joint. Patient says she possibly has muscle damage in her upper back from the implantation of the large battery the physician placed in her muscle.